Event description:
It was reported that the device was used during a laparoscopic esophagectomy. On the 5th firing to close the anastomosis in the neck, the esophageal remnant, there were three unformed staples on the inner most staple line. The patient side was fine. On the 7th firing of the same device, there were three unformed staples on the inner most row when crossing gastric tissue. The surgeon cut off the end of the staples that were sticking up. There was no bleeding or additional actions performed. The case was completed with the same device. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided: was the surgeon and operating room staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeon's first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? Yes, first part of procedure. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 5th and 7th. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? Yes. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes-firing. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed on inner most row. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Normal 5th thinner, 7th thicker. Was a leak test completed? Yes. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? No did not lockout. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? Yes. If yes, what did it show? Malformed staples (3) on inner most row was the firing to close an ostomy? Yes. If so, which firing 5th and 7th. Is a pathology specimen and/or report available? No. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Cancer. How long has the surgeon been using this device for this procedure? 10 months. What predicate device was used by the surgeon? Tlc75. Where was the location of the malformed staples - distal, proximal or in the middle of the staple line? Inner most row. Where the malformed staples on the line closest to the cut line or in all of the rows? Cut line. Where the staple legs unformed or did they have irregular shapes? Unformed, all legs were sticking straight up.